Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for routine follow up, ventricular lead noise that was detected as vf were observed via egms. The noise was not reproducible and all lead measurements are in range. High voltage lead impedance and sensing parameters were noted to be altered compared to previous check. No intervention has been done as the lead remains implanted. The device is at eri and a lead revision during that change out procedure was discussed. The patient was stable and will continue to be monitored.